Manufacturer narrative:
The t:slim pump user guide states that the user can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an auto-off alarm while sleeping. The customer's blood glucose level was 400 mg/dl and administered an insulin pen to address bg level. During troubleshooting with tandem technical support, the customer changed the auto off time feature settings.